Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Date of the event: (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had the devices shut off for a while, patient was asked when and they said (B)(6) 2017. Patient said device was shut off because it they were not doing any good. Patient mentioned that their gynecologist put the patient on mybetriq and told them to turn one of the devices on. Patient was going to turn one of the devices on. Patient mentioned that they had the devices for the bladder and bowel, but it was not working for bladder or bowel. Patient reported that the bladder/bowel device was interfering with the enterra device, further mentioning that the devices feed off each other and they were not supposed to. Patient said they were going to see the doctor three weeks from the day of the report. Patient also said they had not seen their enterra doctor since (B)(6) 2017. Patient also said they wanted 2-3 of the quick guides for their device programmer. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they were still in a "holding pattern" and hoped to have things resolved the week after the report when they so to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient mentioned of having a stomach ins, a bladder ins and a bowel ins. Interstim was one on the l side and one on the r side. Patient reported again that they interfere with each other. It was asked how that patient knew that they interfere. Patient said that they knew their bladder and bowel inss interfere with enterra because the fluid in their stomach did not move. Patient could not adjust their enterra device and it was a good adjustment. It wasasked if healthcare professional (hcp) thought they interfere. Patient said no, hcp said everything is fine, nothing was interfering with anything. Patient was calling to tell company that this was all in trial and error. Patient said that the best way to do it by trial and error. They had to see which one affects which one and in which way. It was reviewed the fact that the fluid in her stomach does not move does not mean that there is interference.